Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open skin under the lifevest. There was no alleged device malfunction contributing to the irritation. Patient reported that a nurse practitioner looked at the skin and advised to continue putting antibiotic ointment and a dressing of gauze over the irritated skin. Patient use (B)(6) triple antibiotic ointment. Follow up indicated that the irritation is improving.